Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices :rvdr01 ipg implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was experiencing undersensing intermittent atrial during atrial arrhythmia episodes, undersensing has led to delayed mode switching . Lead is still in use. No patient complications have been reported as a result of this event.